Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an outer and inner insulation abrasion distal to the trifurcation boot with the etfe cables unaffected in the damaged area. However, this did not cause the reported event. A complete analysis could not be performed due to partial lead returned.

Event description:
It was reported that low impedance was observed. Insulation anomaly was observed upon explant.